Event description:
Stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, the delivery balloon would not inflate and the stent embolized. The delivery system was withdrawn from the pt without complications and an add'l balloon catheter was used to retrieve the stent. A second coronary stent with delivery system was used to successfully place a stent at the target lesion site. There were no clicnical sequelae reported relative to the event.